Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Manufacturer representative (rep) received system error - 0x5ebed069 when trying to enter demo mode on vanta ins. Code came up after communication in progress screen. Code reappeared when rep tried to start usage on the ins. Rep had just updated vanta app last night. It was noted that generating a feature flag information code did not resolve the issue. The feature information code on the about screen was still blank. The rep tried two separate tablets. The issue was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.